Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was originally implanted with afx devices at an unknown date. The patient was reported to have a type 3 endoleak and the physician explanted the devices, estimated event date is (B)(6) 2017. Current patient status is unknown. There have been no additional adverse events reported for this patient.